Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2000 ohms. After the lss, noise, oversensing, and pacing inhibition with a pause over five seconds was observed. The rv impedance measurements had risen gradually, and had been stable after the lss. The threshold measurements had also been elevated, but decreased after the lss. Technical services (ts) discussed with the health care professional (hcp) that the lead should be evaluated. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service.